Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not open and also user found liquid medication had leaked. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed. A field service engineer inspected inseparable and found that magnet was missing. Replaced the inseparable. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.